Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powers on and the fan runs but the screen does not light up and the lights on the paper speed buttons never light up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comments that programmer powers on and the fan runs but the screen does not light up and the lights on the paper speed buttons never light up. The micro-processor unit (mpu) was replaced and the issues resolved. No other anomalies were found with the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.